Event description:
This is a report of a home patient that acquired peritonitis and was hospitalized the same day. Treatment was not reported. The patient was reported to be recovering. No further information was provided.

Manufacturer narrative:
(B)(4). As patients discard supplies after each therapy, the sample was not available for device analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.